Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a return of symptoms. The catheter was confirmed, via x-ray (date unk), to be fractured. The catheter was revised with a pin and boot. Following the revision, the pt was "doing fine". The device system was used to deliver lioresal (500 mcg/ml at 100 mcg/day).